Manufacturer narrative:
(B)(6). Recall #:2531779-03/24/2010/003-r. The pump has been returned to animas. Evaluation is not yet complete. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history did not indicate any "no cartridge detected" warnings. An ezprime operation was performed, and a call service alarm occurring during the rewind step. Testing could not be adequately completed due to the call service alarm. Multiple call service alarms were observed in the pump history. Investigation revealed a motor stall issue. There was no defect found regarding the reported load step malfunction.

Event description:
The distributor reported that the pump did not detect the cartridge on the load step. There was no reported patient impact associated with this complaint.